Event description:
During the procedure, two 1.5 hex driver tips snapped off in the distal locking screws during insertion. The broken tip was retrieved, and the procedure was completed with another driver tip. The issue caused a minor 2-minute delay in procedure, and no adverse patient consequences were reported. This report is for the screw (model number and batch/lot number unknown). This report is related to report number 3025141-2022-00158 and 3025141-2022-00159 for the two drivers involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the screw was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number, batch/lot number) is unknown.